Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had no light is emitted from one side of the illumination lens or there was no light from one side of the light guide. There were no reports of patient involvement.